Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that heli-fx endoanchors and an endurant cuff were implanted to treat a type ia endoleak approximately 37 months post implant of endurant stent grafts. The endoleak was reported as resolved post procedure. It was reported that a type ib endoleak was noted on follow-ups approximately 36 months and 39 months later. Intervention was performed and the endoleak was reported to be resolved following insertion of bilateral extension limbs with resolution of endoleak. Sponsor assessed as not related to procedure or endoanchor and possibly related to the aneurysm.